Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out without any control. Customer also reported two scratches on the display and the drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 83 mg/dl. Nothing further was reported.